Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The eval was able to confirm the occurrence of a system error 105 through review of the event history log. It was determined that the system error was caused by severed motor mount screws. As a result, the motor has been replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement. Injury, or medical intervention is unk.